Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on hospice and passed away due to respiratory failure on (B)(6) 2024. The pump was working at the time of death and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not thought to contribute to the hospice decision. It was communicated that the pump was operating as expected at the time the patient expired. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was placed on hospice as a result of worsening renal disease due to renal cell carcinoma and the patient only having one kidney. Device therapy did not contribute to the hospice decision. The renal cell cancer was discovered post-surgery, and the kidney was removed. The patient's kidney function worsened slightly initially then maintained and worsened prior to death. The patient chose to not have dialysis and succumbed to this dysfunction.